Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that there was no capture on the left ventricular (lv) lead. Fluoroscopy revealed that the lv lead was dislodged. The patient was asymptomatic. The lv was explanted and replaced. The patient was stable throughout the procedure.